Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument moved in the opposite direction from the input. The customer reseated the instrument, but the issue remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: a new instrument was used to resolve the issue with the cadiere forceps instrument. The instrument was not attached to any drape. There were no external collisions involving the system arm and external operating room equipment or staff. The device was inspected prior to use, and there was no obvious damage or anything out of the ordinary observed. There was no injury to the patient as a result of the event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection was performed, and no damage was observed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. No product issue was found.